Event description:
Patient was implanted with 3.5mm lcp medial proximal tibia plate and screws on (B)(6) 2012. It was reported the plate broke. Patient was returned to the or on (B)(6) 2013 for removal of hardware. It is not known how or when broken plate was detected. Patient was revised to 4.5mm medial proximal tibia plate. No further information was provided.

Manufacturer narrative:
(B)(4): without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.(B)(4): placeholder.